Event description:
Letter received from a legal entity claims their client experienced personal injuries. The reported problem occurred on (B)(6) 2011, a lens split and was replaced. The replacement lens began to feel gritty and upon attempt to remove the lens was unable to do so. The client had the lens removed by an ophthalmologist. Once removed, the client experienced blurry vision. The letter states, "on the removal of the lens, it also removed the natural lens of the eye causing blurred vision." No product info was provided. Several attempts to contact the legal entity were made with no reply to date.